Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead helix was unable to be retracted. The physician elected to abondan the ra lead implant. The patient was in a stable condition.